Event description:
It was reported that there was no flow when using a clearlink secondary medication set. The reporter stated that after inserting the secondary set into a baxter primary line, the secondary infusion did not run. The reporter further stated that the connection was not ¿attached straight.¿ there was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.